Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the slow boot time and reloaded software.

Event description:
It was reported that the programmer works fine, but the boot time is long. The programmer is being returned for service. No patient complications have been reported as a result of this event.